Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the device was determined to have an open phase (short) in the motor that produced an e5 error. While the exact cause of the damaged phase was not determined, this type of failure can be caused by overheating, the stresses of repeated sterilization cycles, and/or exposure to cleaning fluids/chemicals. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device reported an e5 error that was observed during surgery. There was no injury reported. It is unk if delay or medical intervention occurred. The date of the event is unk. There is no additional information available.